Event description:
During a cystectomy procedure, the second firing of the stapler resulted in an incomplete cut and staple line. Tried twice more with same result before opening a new stapler with which the surgeon was able to successfully complete the operation. There was no patient consequence.